Manufacturer narrative:
Concomitant medical products: product ID: 3093-33 lead, implanted: (B)(6) 2008, product ID: 3058 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected electromagnetic interference (emi) on an episode which resulted in the cardiac resynchronization therapy defibrillator (crt-d) detecting ventricular fibrillation (vf) and delivering an inappropriate shock. The crt-d remains in use. No further patient complications have been reported as a result of this event.